Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported via the manufacturer¿s representative (rep) they tried to interrogate the device on (B)(6) 2017 but the consumer didn¿t charge the implantable neurostimulator (ins) for an undetermined amount of time and didn¿t want to try and get the current battery to charge. The consumer wanted to be referred to another physician for replacement and planned to have it replaced with a non-rechargeable device, but this hadn¿t been scheduled yet. The issue was not currently resolved, but no further complications were anticipated.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.